Event description:
Complainant alleged that during biomed testing the device's main selector knob was missing and plier were needed to turn on device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.